Event description:
--

Manufacturer narrative:
The reported clinical observations were communicated to the local boston scientific sales representative. The representative contacted this patient's following physician with the details. The physician has not received any calls or appointments regarding this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that this device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this patient experienced an episode where her blood pressure dropped, she passed out and when she came to she was wringing wet. The patient was inquiring about information from a device interrogation that was performed yesterday. The patient is feeling fine now and no adverse patient effects were reported.